Event description:
It was reported that the patient underwent an unspecified surgical procedure. It was reported that during the surgery, the tip of the pituitary broke. The doctor retrieved the broken part, and no fragments from the device remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the lower portion of the pivot pin hole, and the upper shaft is cracked. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.